Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ninety (90) retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Additionally, ten (10) retention samples were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had been underfilling during use. The following information was provided by the initial reporter. The customer stated: "when a vacuum blood collection tube was used to draw blood from the patient on (B)(6) 2023, the negative pressure of the blood collection tube was not enough, so it was replaced immediately, and no harm was caused to the patient."